Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus. The subject device was inspected on site, and no functional defect was found on the subject device. It was confirmed that the customer's oev261h was defective. The manufacturing record was reviewed and found no irregularities. It was considered that the reported phenomenon occurred because oev261h was defective. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance check, there was no image output through sdi-1 and sdi-2. There was no report of patient injury associated with the event.